Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who had an implantable pump used to treat non-malignant pain. The consumer reported that fentanyl was also in the pump. The exact dose and concentration were unknown but were thought to be 20 mg/day and "25,000 concentration" respectively. It was reported that the patient was complaining for two months about issues of withdrawal and "things that were occurring." The patient's managing physician sent the patient to a different doctor. The new doctor took an x-ray and within 5 minutes identified that the catheter had been pulled out of the patient's back. None of the medication was going into the patient's spine. This needed to be fixed. It was noted that the original doctor had pulled out the catheter when replacing the first pump. (Information associated to the replacing of the first pump can be found in manufacturer report #3004209178-2014-20754.) The patient then had a catheter revision where the new doctor put the catheter back in.

Event description:
It was reported that the patient felt ill and believed he was experiencing withdrawal-like symptoms. It was believed that the issue was related to the pump medication being cut in half and all other things remaining equal, causing the patient to receive half of the medication he was previously receiving. At that time, the patient was at his doctor¿s office waiting to see a healthcare provider (hcp). The patient was there in an emergency situation, not with an appointment. The device system was used to deliver sufentanil 500mcg/ml, hydromorphone 3.5mg/ml, and bupivacaine 7mg/ml. Additional information received reported that the patient had a catheter revision in ¿earlier (B)(6)¿ where they placed a new catheter due to the catheter not being intrathecal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.